Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Fiasp is off label per the user guide. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 415 mg/dl.